Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the device was not working. The hcp didn¿t know anything about the therapy and troubleshooting/interventions were not noted. No symptoms or further complications were reported or anticipated.